Event description:
It was reported that a neurologist had issues with her handheld computer as initially it would not power on. A hard reset was performed on the handheld after verifying the handheld was not on locked. The handheld computer went through the align screen after the hard reset and the screen went blank. Moreover, the neurologist stated the handheld had been charged. A new handheld computer was sent to the neurologist and the reported handheld computer was returned to the manufacturer to undergo product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.